Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 535 mg/dl. The cause for the high bg level was not provided. Reportedly, the customer administer a manual injection to address bg level. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.